Manufacturer narrative:
(B)(4). Visual evaluation of the returned products identified that there is debris in sealed packaging. The complaint has been confirmed by visual evaluation. Material analysis could not determine the exact source of the debris. DHR was reviewed and no discrepancies were found. The root cause of the reported event is attributed to manufacturing deficiency. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-02760, 0001825034-2017-02761, 0001825034-2017-02762, 0001825034-2017-02763, 0001825034-2017-02764, 0001825034-2017-02768, 0001825034-2017-02769, 0001825034-2017-02771, 0001825034-2017-02772. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported on incoming inspection that a foreign substance was inside of sterile packages.